Event description:
The customer reported that the system image quality is poor and that there is an artifact in the image. Also, the image is blurry at the edges. A patient was involved. A hip procedure was being administered during the time of the event.

Manufacturer narrative:
The ge service rep checked the system and confirmed the issue. He found the images were blurry in normal fluoro mode. He performed the ii adjustements. The customer will call if they would like the ii replaced. The system performs as intended.